Event description:
It was reported via repair work order that the cot was not latching when raised up. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
No repair was made by the field technician as the alleged issue was unable to be duplicated. The alleged issue was resolved for the customer by the field technician instructing the customer how to properly raise and lower the cot.

Event description:
It was reported via repair work order that the cot was not latching when raised up. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. The cot was not latching when raised up